Manufacturer narrative:
Other text: b3: date of event, d4: catalog number, serial number, UDI section, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was brought into the emergency room for a central line evaluation; due to multiple high pressure alarms. Drug name, strength and formulation: remodulin 2.5mg per ml, manufacturer united therapeutics, dose and route prescribed remodulin dose 28 ng kg min intravenous. Frequency: continuous. Start date: (B)(6) 2011. Stop date not provided. Indication or diagnosis for use: primary pulmonary arterial hypertension. Medical intervention reported: tadalafil, warfarin sodium, furosemide, sodium chloride, digoxin, remodulin, spironolactone, ambrisentan, zofran, slow fe, prednisone, lorazepam, alprazolam, afloratadine, omeprazole dr, and a gentle laxative.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the dso sensor not operating as intended or the tubing was kinked when the alarm occurred, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).